Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal right coronary artery (rca) with heavy tortuosity, a 2.5x18 rx xience prime stent was advanced without resistance and implanted and a dissection occurred. Another stent was implanted to cover the dissection. The patient was stable and fine. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.